Event description:
The customer reported that it is hard to turn the system. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The wheels were replaced and the chain assembly was adjusted during the service call. The system was tested and found to be working as intended and put back into service.